Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported complaint and replaced master tool manipulator left (mtml) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtml was analyzed. Failure analysis confirmed but could not replicate the reported issue during in-house testing. The unit passed system test. However, upon installing on surgeon side console fixture test platform (sftp), the unit failed gravity balance test post sine cycle. Following execution of recalibration sequences, the unit successfully passed all previously failed tests. During inspection of the encoder magnet assembly, a visual comparison was performed against a known good unit. The suspect unit was observed to have the encoder magnet and shaft assembly positioned lower relative to the printed circuit assembly (pca) when compared to the reference unit. The air gap between the encoder magnet and pca appeared reduced on the suspect unit. Additionally, the shaft appeared to protrude farther downward, indicating a possible axial position difference within the shaft/magnet assembly. The reference unit exhibited a consistent magnet-to-pca clearance and proper shaft positioning. Visual inspection indicates the encoder magnet and shaft assembly on the suspect unit is positioned lower relative to the encoder printed circuit board (pcb) compared to a known good unit, resulting in a reduced magnet-to-sensor air gap. No external mechanical damage, contamination, or abnormal conditions were observed. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to encoder magnet assembly being out of position, resulting in reduced magnet-to-sensor air gap. It can be resolved by replacing the mtm.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi)technical support engineer (tse) to report a repeated recoverable fault 23608 that did not clear after the customer rebooted the system twice. The tse then had the customer perform a hard power cycle, and the system rebooted without error. After the surgeon regained control of the arms, a new message appeared indicating an obstruction under the foot tray; the customer inspected the foot tray, cleared any obstruction, and repositioned the console, but the message did not clear. The tse then advised another reboot or swapping the console, and the customer elected to swap the console; after the swap, the system rebooted without error and the case proceeded. The tse did not verify logs because they were not available. The procedure was completing as planned with no reported injury.